Event description:
It was reported that the pump beeped with an upstream occlusion alarm during a patient¿s treatment, and the alarm could not be rectified. The event occurred during infusion, with patient involvement and no harm. It took place at the patient¿s home, and the device was operated by the healthcare professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.